Event description:
Baxter received a report that leakage from the sleeve was found. The set had been used for 60 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used set in reference to leak. The set was visually inspected and noted that the spike was broken/cracked at base of spike. Functionally hand tightened a lab titanium adapter without difficulty and tested the set underwater at 8 psi with a leak noted at crack in spike. The complaint was confirmed in the lab for leak due to cracked spike.